Event description:
It was reported that (2) devices were used during a laparoscopic right colectomy. It was reported by the rep that at the end of the procedure, the lcs15 just stopped working and emitted a solid tone. The hp052 handpiece and lcs15 were suspected to be the cause. An endocutter was used to complete the case. There was no consequence to the pt.